Event description:
Dual chamber tpn bag developed a leak. Lipids leaked out of the bag prior to infusion. Sterility of product potentially compromised. Dose or amount: tpn 1500ml; frequency: three times weekly; route: IV drip. Dates of use: long term one day in 2008. Diagnosis or reason for use: malnutrition.